Event description:
The doctor recommended fraxel treatment for melasma per doctor during diagnoses. Requested more info. Given no verbal info about treatment by doctor first intent and brochure. Fraxel ruined my skin made the pigmentation go into my dermis, which made my skin gray and ashy and put lines around my eyes. Went to 3 doctors, stated to me that there is no treatment for dermal pigmentation . Fraxel should be off the market! No lab test by the dermatologist. I had a skin biopsy, which showed heavily pigmented melanophages and spotty chronic inflammatory cell infiltrate, which was mostly concentrated around the follicular units. Also revealed ongoing element of folliculitis is possible. This all came from one fraxel restore treatment. Completely destroyed my skin and my life. This should be removed from the market. Very dangerous device. Totally unpredictable for skin. If you want to see my biopsy report I can mail it. Thanks. Dose: unk. Frequency: unk. Diagnosis: melasma.